Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to as well as diabetic ketoacidosis on unknown date with unknown blood glucose value. The customer blood glucose level was 600 mg/dl. The customer stated that he was not getting an alert that his high and his body ached. Customer declined to troubleshoot. The customer was not using auto mode at the time of the incident. The device will not be returned for analysis.